Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: after the procedure. It was reported that post a right internal carotid artery stenting procedure, the patient developed left-sided weakness. A CT scan of the head showed no acute findings, but the event was diagnosed as a small stroke. One day post-procedure, the weakness resolved and the patient was discharged to home. There was no additional information provided.

Manufacturer narrative:
There was no xact stent malfunction reported. Stroke is a known possible adverse event associated with the use of the device as stated in xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.